Event description:
The company was informed of an alleged incident via email on (B)(6) /2014. The alleged incident was described to the company as followed. The home healthcare technician was informed that the pt's lox dewar was venting off. When the tech. Arrived the pt informed him that his son had tried to move the dewar and burnt his finger.

Manufacturer narrative:
(B)(4).